Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's son stated that he attempted several times with different sensors to start a session and was not successful. No additional patient or event information is available.